Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the advancer unit and burr unit were received attached together. The advancer knob was received tightened in a backward position. The advancer, sheath, coil, and burr were microscopically and visually inspected. There were a 3 mm length of fibrous material on the coil at the end of the burr and some on the end of the burr. The fibrous material was moved and the annulus was noticed to be damaged, not rounded, and flared. The damage to the annulus is consistent with the damage from the rotating burr coming into contact with the guidewire during the procedure leading. The guide wire used in the procedure was not returned for product analysis, so functional testing was completed with a test .009¿ rotawire. The rotawire was not able to be inserted into the annulus, due to it being not rounded and damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-feb-2017. It was reported that the device was unable to advance. The 90% stenosed target lesion was located in the severely calcified artery. A 1.25 mm rotalink¿ plus was used to treat the target lesion. During preparation, it was noted that the burr was unable to be loaded on the rotawire. The device did not enter into the patient's body. The procedure was completed with the same device. No patient complications were reported. However, device analysis revealed a foreign material on the burr.